Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion set fell off events during use on 30-may-2024. The infusion set was in use for 12 hours. Blood glucose levels were 31.0 mmol/l at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4